Event description:
Medtronic received a report that in the pipeline embolization flex stent (ped) surgery performed, the early stage of the surgery went smoothly, and the intermediate tube navien and marksman were successfully put in place. Later, when the ped was sent into the marksman, the ped passed smoothly in the early stage, but at the predetermined opening position of the tip end (m1 horizontal section), it could not be pushed out after opening. After many attempts, the ped was prepared to be retrieved into the marksman, but it was found that the ped could not be retrieved smoothly at this time. Finally, the entire system (marksman+ped) was taken out, and it was found that the soft section of the marksman tip end was flattened, and the ped was also stuck in the marksman. The only option was to replace the marksman and ped and perform the surgery again. After replacing the product, the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (228829869); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4), item:20,lotno:b771286: ¿ as found condition: the pipeline flex, stuck inside the distal tip of the marksman catheter, was returned inside a bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be flattened at 5.0cm to 10.0cm, and accordioned at 19.0cm to 31.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the marksman catheter. The observed damage to the catheter (flattening/accordioning), braid (fraying), and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer indicated that vessel tortuosity was moderate, and a continuous flush was used, which rules these factors out as potential causes. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing surgery to treat a c7 lateral wall aneurysm. Patient's vessel tortuosity was moderate. Continuous saline flush was administered and maintained as indicated in the IFU. To open the pipeline retrieving and redeploying as well as push/push was tried to open the pipeline. The resistance was in the distal end of the microcatheter. The pipeline was stuck in the marksman catheter when it was removed so it could not be determined if the pipeline device was damaged. The patient remains in good condition post-operatively.